Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a low blood glucose and also a high blood glucose. She stated woke up on a friend's couch and drank juice. The customer stated she went to retrieve something from her car and had a seizure. Her blood glucose was 75 mg/dl when she went to the emergency room. The customer left the emergency room after being triaged so as to not have to wait three to four hours to be seen and she followed up with her healthcare provider. The day of this report, the customer had a blood glucose of 310 mg/dl at 6:00 am, she ate some egg drop soup and did not treat for this, and her blood glucose was 92 mg/dl at 7:40 am. Nothing further was reported.